Event description:
The lay user/reporter contacted lifescan, in 2008 alleging that the lay user/patient's one touch ultra test strips were redirected from spain and many of the test strips hardly drew up the blood sample into the sample site. The reporter said the pt was getting inaccurate high readings on her one touch ultra smart meter. The lfs customer service rep (csr) contacted the pt and obtained/verified following info. On two days earlier at about 11:00 am, the pt tested her blood sugar and obtained a result of 140 mg/dl. The pt did not recall whether or not she took any medication or food after obtaining the reading. Soon after testing, the pt became unconscious and fell downstairs. As the pt's parents were able to correlate her symptoms with hypoglycemic condition, they gave her some orange juice. The pt immediately felt better. She did not seek any further medical attention. The pt was then tested again with other test strips that were not redirected and obtained result of 37 mg/dl. The pt usually takes 14 units of lantus in evening and between 20-30 units of humalog during the day depending on the food she eats. She normally tests her blood sugar five times a day. The csr determined that the test strips were redirected from another country and were brought from a pharmacy. The test strips were replaced. This complaint is being reported because the reporter alleges the pt obtained an inaccurately high reading on the reported product and soon after experienced symptoms suggestive of hypoglycemia. The reporter claimed that the pt instantly felt better as she regained consciousness after having some orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.